Event description:
The reporter indicated that the pt was status post atrio ventricular ablation prior to pacemaker implant. The reporter also stated that there are several episodes in the cardiac journal that are over 120-180. The physician indicated that when he touches the pacemaker, the sensor accelerates the rate, whether programmed "dddr" or "vvir". A back-up reset will be performed.